Event description:
A 63-year-old female presented with persistent right eye discomfort six months after cataract surgery. On examination, visual acuity was 20/80 and intraocular pressure was 34 mmhg. There was 2+ red and white blood cells in the anterior chamber and a linear iris trans illumination defect consistent with the outer edge of an incompletely implanted microstent. An unsuccessful attempt was made to remove the microstent in the direction of its initial insertion. Removal of the microstent was performed with a peribulbar block. The micro stent thus was removed by pulling through the trabecular meshwork, resulting in a limited trabeculotomy.

Manufacturer narrative:
The hydrus microstent not returned for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. Based on information in the article, the event was caused by microstent malposition with microstent iris touch. The reported issue cannot be evaluated; therefore, the root cause is unknown. The manufacturer internal reference number is: (B)(4).